Event description:
It was reported that the spinal cord stimulation (scs) patient experienced intermittent stimulation, where the stimulation would turn off without using the remote. The patient did experience a non-device related fall that may have caused damage; however, x-ray imaging showed no displacement of the device, and impedance measurements were normal. Database analysis was performed and revealed no anomalies as the ipg appeared to be working normally. The patient underwent a revision procedure where the implantable pulse generator (ipg) was replaced. The patient was doing well and receiving better pain coverage post-operatively.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced intermittent stimulation, where the stimulation would turn off without using the remote. The patient did experience a non-device related fall that may have caused damage; however, x-ray imaging showed no displacement of the device, and impedance measurements were normal. Database analysis was performed and revealed no anomalies as the ipg appeared to be working normally. The patient underwent a revision procedure where the implantable pulse generator (ipg) was replaced. The patient was doing well and receiving better pain coverage post-operatively.

Manufacturer narrative:
Visual inspection of this ipg revealed that the impedance measurements were normal. There was no notable increase in resets that could turn the stimulation off. The device passed all tests performed and exhibited normal device characteristics. Database analysis was performed and revealed no anomalies as the ipg appeared to be working normally.